Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient fell down basement stairs on her back. A washer malfunctioned and the patient banged her head on the stairs. The patient thought she was okay but she was still "whiplashed" and had a "back neck and couple of cervical discs". The patient also reported headaches. Her arm hurt too but as of (B)(6) 2016 that had gone away. When the patient got up after the fall and walked around the stimulator was still on. The patient's health care professional's (hcp) office directed her to charge and she did. The patient had a burning sensation around the pocket and it felt like a "bruise feeling". It was noted that when the patient got up in the morning her neck was really bothering her and she had headaches. This started a couple days prior to (B)(6) 2016. The patient was going to a hcp on (B)(6) 2016 for x-rays. The patient also had a hcp appointment scheduled for (B)(6) 2016.

Event description:
Additional information from the consumer reported steps taken to resolve the burning sensation felt after the fall included; rest, heating pad, and giving it some time to see if it would resolve. They were instructed by their physician to call the office if it got worse prior to their appointment (B)(6) 2016. The burning sensation was relieving but they did still feel a little ¿bruising-like¿ pain in the area around the device.